Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the lower left edge of the bag. The leak was discovered after the compounding process. This report documents no patient involvement or adverse events. No additional information is available.